Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 3mg/dl, 168mg/dl. Tests were done 10 mins apart with a difference of 146mg/dl. Pt did not experience any adverse events. No further info has been reported.